Manufacturer narrative:
Fifteen unopened administration sets and two opened sets were received for evaluation. Visual inspection was performed and no occlusions or obstructions were detected. Functional testing was performed with no defects detected during priming, water passed through the whole device. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the administration set could not be pre-filled with the pump. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08623 is no longer considered reportable, please disregard any MDR reports associated with it."